Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Difficult to deliver or advance: the cause of the deliver issue was determined to be use issue related since the guy pulled red cheater lumen and staff struggled to get wire through the cannula. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 63 year old male patient on an impella cp due to cardiogenic shock. It was reported that during insertion, the red channel lumen was pulled and staff struggled to get wire through the cannula. At some point, the patient received a second cp and eventually expired.